Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: the reported event was confirmed. The triathlon cs trial was returned fractured in two. Scratches and indentations were observed on the articulating surface, the underside, and on the distal rails. Conclusions: the reported event was confirmed. The triathlon cs trial fractured into two pieces. Scratches and indentations were observed on the articulating surface, the underside, and on the distal rails.

Event description:
It was reported that the insert was broken during impaction in the surgery. There was no delay and adverese consequtence. No spare product was used.

Event description:
It was reported that the insert was broken during impaction in the surgery. There was no delay and adverese consequtence. No spare product was used.